Manufacturer narrative:
The event was confirmed from the provided x-ray. A review of the medical records by a clinical consultant noted that ''head dislocated out of the cemented acetabulum which then protruded thru the medial wall of the pelvis." However, a root cause could not be determined from the information provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code.

Event description:
Our customer reported that in 2005 the patient was undergone to a hip surgery, and in 2015 the patient has to be undergone to a new surgery due the mobilization of cemented acetabular with pelvic protrusion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Our customer reported that in 2005 the patient was undergone to a hip surgery, and in 2015 the patient has to be undergone to a new surgery due the mobilization of cemented acetabular with pelvic protrusion.